Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing. However, power error and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label, stained keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power error detected alarm on the insulin pump. The customer¿s blood glucose level was 26 mmol/l. Troubleshooting was performed. They were advised to clear the alarm. They were advised to remove the battery from the device and monitor the notification light. The notification light did not immediately stop flashing. They were given a series of steps to perform after the call ends to resolve the issue. However, due to the insulin pump's software version they were offered a replacement and they accepted. The device will be returned for analysis.